Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The limited medical records received, indicate that the patient underwent successful hernia repair. There is no indication of defective mesh. It appears that the mesh remains implanted, therefore, no product has been returned. If additional information is obtained, a follow-up MDR will be submitted.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2003-patient underwent repair of recurrent left inguinal hernia with implant of kugel patch.